Event description:
The hospital's biomed reported that the unit stopped cycling while in use on a pt early in the week of 12/20/1998 with no audible or visual indicators. There was no pt injury as a result. The hosp biomed reported that the nurse happened to stop into the room at the time of the alleged shutdown. The unit was checked out by both the hospital's biomed and an npb service representative and the reported problem could not be duplicated. However, it was found that the internal battery exceeded its life expectancy and had leaked in the battery compartment. Also, the unit had not rec'd maintenance at the recommended intervals.